Manufacturer narrative:
Other text: h10 ?device evaluation: one cadd legacy pump was returned for investigation in fair condition. The housing was cracked. A review of the event history log (ehl) evidenced the error code 1144 that was reported by the customer. This error was also observed immediately upon power up. Error code 114 indicates a problem with the circuit code. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem (malfunctioning circuit board) was unknown. A root cause was not established. The faulty circuit board was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error 1144 and needed the door to be replaced. No adverse effects were reported.